Event description:
Caller reported that the battery of the t:slim x2 pump would not charge despite using different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.